Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown construct uss/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nb amaresh, col. J. Sikdar, lt. Col anil joshi, lt., lc pandey (2011), stabilization of thoracolumbar spinal injuries, medical journal, armed forces india, vol. 57(1), pages 03-07 (india). The retrospective study aims to analyze the initial experience of stabilization of thoracolumbar spine fractures using harrington system, universal spine system and pedicle screw and plate fixation. Between october 1997 to august 1999, a total of 27 patients with thoracolumbar spine fractures, 20 patients had unstable thoracolumbar fractures (11 burst fractures and 9 fracture dislocation, of which 13 had incomplete cord injury and 7 had complete cord injury) were 15 male and 5 are female with a minimum age of 17 years and maximum age of 50 years were included in the study. These patients were divided into 3 groups, the first group consist of 4 cases were treated with a competitor¿s device. The second group consist of 6 cases were treated with universal spinal system (uss). The third group consists of 10 cases were treated with a competitor¿s device. Patients were reviewed clinically and radiologically at one monthly interval for 6 months and then at 3 months intervals. The following complications were reported as follows: 2 cases had dural tear. 1 case had hemothorax. 2 cases had wound sepsis. 4 cases had implant loosening. This report is for a universal spinal system. This is report 2 of 2 for (B)(4).